Event description:
As reported by the end user hospital, when utilizing the navilyst medical convenience kit, the cath lab mgr / tech is getting air in the tubing of the fluid administration / waste containment device when aspirating with a syringe. No air was injected into the pt and there was no pt injury. The used device was discarded by the hospital.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated in order to ascertain the last three lots of the reported device shipped to the customer in the six months prior to the procedure date. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2011 complaint report was reviewed for the product family of convenience kits and the failure mode of "air in system." No adverse trends were identified. As no sample was returned, it is not possible to confirm the reported event or to determine a root cause. It is possible that the end user did not secure all connections per the directions for use (dfu): "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." Navilyst medical process controls for this product include visual verification that all components being bounded are oriented per the specification drawings and that all bonds are secure and clear. ((B)(4))